Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the air was not being removed from the cartridge prior to being filled with insulin. Blood glucose level was 372 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. A new cartridge was loaded to resolve the issue.